Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of dizziness. Medical attention is reported as a result of the actual blood glucose results. Customer went to the hospital a week ago due to symptoms and was advise to continue taking her regular medication. Customer went to her doctor's office on (B)(6) 2020 for a follow-up and he took her off lyrica medication. Doctor informed customer that she will be dizzy. Customer's sister is not sure if symptoms are related to medication or blood sugar levels. Customer did not test for 2 days and prior to call she obtained e-5 result. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 152mg/dl non- fasting using true metrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declined a replacement product. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is 3/17/2020. The meter memory was not reviewed for previous test result history.